Event description:
(B)(4). I was insured and went and have the essure springs put in after recommendation from my doctor. I had to go to a different clinic a hour and a half away. Had severe cramping , spotting. Sharp pains , discomfort and those never went away.